Event description:
A patient was brought to the hospital due to acs. The first balloon used to predilate could not cross the lesion <(>&<)> the ivus could also not cross. The physician was attempting to deploy 1 resolute integrity to little calcified lesion lad with 100% stenosis and little tortuosity but the pressure in the indeflator did not rise. When the physician attempted to remove the device he encountered resistance. The physician dilated and deflated the device repeatedly and the stent deployed at the lesion. After the stent was post dilatated but when checked with ivus the stent was found to be shortened. When the delivery system was removed a pinhole was noted at the distal marker. There is no adverse effect on the patient. Evaluation summary: distal tip slightly flared indicating that it may have been stubbed during advancement. Blood residue present in the inflation lumen and balloon indicating the presence of a leak. The device was place in the waterbath to disperse the residue. On removal from the waterbath negative purge confirmed the presence of a leak (fail). On pressurization of the device a leak was detected on the working length of the balloon over the proximal end of the inner shaft distal marker. A short partial radial tear with a lead in scratch on proximal side was visible on the balloon. Sem analysis completed on the leak site showed mechanical damage to the balloon material with a scratch on the proximal end at the leak site.

Manufacturer narrative:
Evaluation results: (related to operational context) root cause of balloon rupture is most likely procedural related. Inherent risk of procedure ¿ (balloon rupture). (Deformation problem). Evaluation conclusions: (related to operational context) root cause of balloon rupture is most likely procedural related. Inherent risk of procedure ¿ (balloon rupture). (B)(4).